Event description:
It was reported that vessel occlusion occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the middle and distal left anterior descending artery (lad). The guide and a 182cm luge guidewire were advanced. Due to a large calcium burden, the physician experienced difficulty advancing the guidewire into the distal vessel. Once the wire was in position, the physician used a 2.0mm x 15mm emerge rx balloon catheter to open the lumen area. The balloon was inflated, and it was observed that there was no flow to the distal lad. The physician then used smaller balloons to try to restore flow to the distal vessel and some flow was restored. The balloon and the guidewire were then removed from the vessel. However, upon removal of the wire, the tip was broken and no longer attached to the guidewire. The distal tip of the guidewire remains in the distal lad which was confirmed through x-ray and angiography. There was no attempt made to retrieve the tip of the wire from the patient. At the time of procedure, only balloon angioplasty was performed, and the patient was taken to surgery over the weekend. At the time of reporting, the patient outcome was unknown.